Event description:
User contacted technical service of manufacturer to report about a bed with brake issue. He mentioned that while the brakes are applied, the casters make popping sound when applying a pushing force on the bed. There was no patient involvement and no adverse consequence was reported.